Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 27-jan-2022: based on additional information received, it was reported that there was no allegation on this device. It was initially understood that twelve devices were involved with the case. However, additional clarification indicated that only nine devices were related to the case. This device is not complaint related and, therefore, not a reportable event. This report is associated with MFR report numbers: 1. 3005168196-2021-02388, 2. 3005168196-2021-02389, 3. 3005168196-2021-02390, 4. 3005168196-2021-02391, 5. 3005168196-2021-02392, 6. 3005168196-2021-02393, 7. 3005168196-2021-02396, 8. 3005168196-2021-02398, 9. 3005168196-2021-02399, 10. 3005168196-2021-02401, 11. 3005168196-2021-02402.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, a 5f diagnostic catheter, and a guidewire. During the procedure, the physician advanced a smart coil to the target vessel and attempted to detach it using the handle;however, the smart coil failed to detach. Therefore, the smart coil was removed. Subsequently, the same issue occurred with five other smart coils. It was reported that attempts were made to detach the smart coils with three different handles. The procedure was completed using new smart coils and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle), a non-penumbra microcatheter, a 5f diagnostic catheter, and a guidewire. During the procedure, the physician advanced a smart coil to the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. Subsequently, the same issue occurred with eight other smart coils. It was reported that attempts were made to detach the smart coils with three different handles. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.